Manufacturer narrative:
The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Tia and neurological dysfunction are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the vad clinic on the (B)(6) 2015 to the nurse practitioner that the patient stopped taking aspirin but continued taking coumadin. In the morning the patient experienced right sided facial and upper extremity weakness while brushing his teeth. The nurse practitioner advised the patient to come to the emergency department at the hospital. He was admitted the afternoon and was kept overnight for observation. Shortly after admission, the patient's symptoms resolved and he was back at his baseline, per patient and the wife. He had some residual dysarthria, which was stable for him. He underwent a head CT scan, which showed chronic infarcts, but no acute changes. He was seen by neurology, who felt there was no new stroke. He had an echocardiogram and carotid dopplers performed and was continued on his anticoagulation therapy. The carotid doppler was negative for significant stenosis. Echocardiogram showed no evidence of thrombus. The patient's hemodynamics remained stable. His vad flows were stable. His inr was therapeutic. As the workup was negative, he had no further symptoms. The patient was up and ambulating independently in the halls. His inr was therapeutic. His hemodynamics were stable. He was deemed ready for discharge, and was subsequently sent home on (B)(6). No definitive etiology of his symptoms was defined.